Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter did not power on with button depression or with strip insertion. Meter was sent for further investigation and corrosion on the pcb (printed circuit board) was observed. The complaint is not confirmed.

Event description:
Customer initially reported that their adc meter has a frozen screen. The product was returned and investigated. This MDR is being submitted due to returned product investigation results and a blank screen was observed. There was no report of death, serious injury or mistreatment associated with this event.